Manufacturer narrative:
Evaluation of the returned pod8 revealed a kink near the distal tip of the introducer sheath. If the device is mishandled during the procedure, damage such as this may occur. This damage likely contributed to the reported resistance during the procedure. During functional testing, the pod8 was able to advance through the introducer sheath and a demonstration lantern with resistance due to the kink in the introducer sheath. Further evaluation of the device revealed a pusher assembly kink. This damage was likely incidental to the complaint and may have occurred during packaging for return to penumbra. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using pod coils and a lantern delivery microcatheter (lantern). During the procedure, the physician encountered resistance while advancing the first pod coil through the middle of its introducer sheath and subsequently, the coil became stuck. Therefore, the pod coil was removed. The procedure was completed using another pod coil of the same size, three ruby coils, and two pod packing coils (pod pcs) with the same lantern. There was no report of an adverse effect to the patient.